Event description:
It was reported that: "insertion of a catheter in the groin for invasive blood pressure monitoring. It was not possible to pull out the guide wire. An x-ray examination was then arranged. Following these findings, a vascular surgery was immediately arranged. The wire is available".

Manufacturer narrative:
Qn#(B)(4). The customer returned a separated portion of the guide wire from an arterial kit. The customer also returned an unopened, representative sac kit sample from the same lot as the actual sample. Clear signs of use were observed as there was biological material on the guide wire portion. Visual analysis revealed that the distal end of the guide wire was returned as the j-bend was present and still intact. The core wire was still attached at the distal weld and the point of separation was approximately 24mm from the distal weld. The other separated guide wire end was not returned for investigation. Microscopic examination confirmed the separation and revealed that the core wire was bent to a 90 degree angle at the point of separation. The representative sample appeared typical. The length of the core wire on the actual sample measured 24mm, which is not within the specification of 450mm-458mm per the guide wire product drawing. This indicates that between 426mm-434mm of the core wire was severed and not returned for analysis. The actual sample outer diameter measured 0.620mm at an intact portion, which is within the specification limits of 0.610mm-0.635mm per the guide wire product drawing. The intact guide wire from the representative sample was also analyzed and measured 455mm, which is within the specification of 450mm-458mm per the guide wire product drawing. The representative guide wire outer diameter measured 0.630mm at an intact portion, which is within the specification limits of 0.610mm-0.635mm per the guide wire product drawing. Functional analysis could not be performed on the actual sample due to the condition of the returned sample. However, functional analysis was performed on the representative sample per IFU which states, "insert tip of guidewire through introducer needle... If "j" tip guidewire is used, prepare for insertion by sliding straightening tube over "j" to straighten and advance guidewire to required depth... Hold guidewire in place and remove introducer needle. Thread tip of catheter over guidewire.". The guide wire from the representative sample was able to pass through the needle and catheter with no resistance observed. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." The report of a guide wire stuck in patient was confirmed through complaint investigation of the returned sample. The customer returned the distal end of a separated guide wire which was the piece that was stuck within the patient based on the customer complaint information. Visual analysis revealed that the distal end of the guide wire was returned as the j-bend was present and still intact. The core wire was still attached at the distal weld and the point of separation was approximately 24mm from the distal weld. The proximal portion of the separated guide wire was not returned for investigation. Microscopic examination confirmed the separation and revealed that the core wire was bent to a 90 degree angle at the point of separation. Dimensional and functional analysis did not reveal any findings that would suggest a manufacturing related issue. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the appearance of the damage, the separation seems consistent with undue force applied by the customer during use; however, this cannot be confirmed without both separated portions returned for investigation. Therefore, the root cause of this complaint cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "insertion of a catheter in the groin for invasive blood pressure monitoring. It was not possible to pull out the guide wire. An x-ray examination was then arranged. Following these findings, a vascular surgery was immediately arranged. The wire is available".

Manufacturer narrative:
Qn#(B)(4).